Manufacturer narrative:
The biofreedom (bfr1-3036/w25080068 and bfr1-3024/w24090620) stents have been implanted in the patient, and therefore, they have not been returned for biosensors' investigation. Based on the available information, the reported event involved the implanted biofreedom 3.00 x 24 mm (proximal lad) and biofreedom 3.00 x 36 mm (mid-lad) stents. Repeat angiography and ivus demonstrated late stent thrombosis, diffuse in-stent restenosis, and undersized/underexpanded stents, with no evidence of stent fracture or other structural device failure. The reported myocardial infarction, acute pulmonary edema, heart failure, cardiogenic shock, and ventricular tachycardia are clinically consistent with the consequences of late lad stent thrombosis resulting in extensive anterior myocardial infarction. No additional clinical records, procedural details or angiographic images were available for manufacturer evaluation. Therefore, the available evidence is most consistent with procedure-related factors (suboptimal stent sizing/expansion) in the presence of multiple patient-related risk factors (including end-stage renal disease on dialysis, diabetes mellitus, multivessel coronary artery disease, hypertension, hypercholesterolemia, and anemia). These factors may have contributed to the occurrence of late stent thrombosis and the subsequent fatal outcome. No evidence of a device-related or manufacturing-related issue was identified, and a definitive determination is limited by the lack of additional supporting information and the absence of devices return. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The events are recognized potential hazardous situation and documented in manufacturer's product analysis. The risks are acceptable as benefits outweigh residual risk. Accordingly, there is no correction or corrective action to be implemented.

Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient ID: (B)(6) patient is 70 years old, male with medical history of end-stage ckd (egfr <30 ml/min), diabetes mellitus (type unknown), renal esrf, hypercholesterolemia, hypertension, multiple vessel disease and anemia. Patient presented with nstemi on 01 (B)(6) 2025. The pci target lesion was type b1 80% stenosed mid-lad. Lesion length was 30mm. Reference vessel was 3.00mm. Pre-dilatation was done using ryurei sc 2.00mm x 15mm balloon at 10 atm, wedge nc 2.50mm x 15mm balloon at 12 atm and wedge nc 3.00mm x 15mm balloon at 16 atm. A biofreedom 3.00mm x 36mm (lot no. W25080068) stent was implanted at 6 atm at mid-lad and another biofreedom 3.00mm x 24mm (lot no. W24090620) stent was implanted at 8 atm at proximal lad in stent overlapping technique. Post-dilatation was done using terumo nc 2.75mm x 15mm balloon at 14 atm and an unknown brand nc 3.50mm x 15mm balloon at 14 atm. No intracoronary imaging was used. Timi flow post-procedure was three. Patient was discharged on (B)(6) 2025 with 75mg clopidogrel (stopped as planned on (B)(6) 2026) and 100mg aspirin prescription. During follow-up on (B)(6) 2026, patient had no angina. On (B)(6) 2026, patient had extensive anterior myocardial infarction (mi)-killip 4 and hypertensive emergency with acute pulmonary oedema (apo) secondary to mi. Patient was given thrombolysis and heart failure optimization. On (B)(6) 2026 patient had urgent coros. Physician noted stent thrombosis at proximal and mid-lad as seen during angiography done on (B)(6) 2026 and severe stenosis at ostial-proximal rca (non-target lesion). Re-pci was done on (B)(6) 2026. Ivus was done: vessel size msa proximal lad 4-5mm2, mid-lad 3.5-4mm2, distal lm 5-8.2mm2. No stent fracture observed. Undersized stent and diffused in-stent restenosis (isr) observed. Pre-dilation was done using scoreflex nc 3.00mm x 10mm balloon at 16-20atm followed by sapphire nc 3.50mm x 22mm balloon at 20 atm at proximal to mid-lad. One dcb selution slr 3.50mm x 30mm was inflated at 8 atm for 60sec followed by one dcb selution slr 4.00mm x 25mm at 8 atm for 60sec. Physician intended for stage pci on non-target lesion once patient was stable. However, during dialysis on (B)(6) 2026, patient had ventricular tachycardia and collapsed. CPR was administered. Patient died. There was no new st-segment elevation to suggest reinfarction. Cause of death was determined to be anterior mi with cardiogenic shock. No autopsy was performed.